Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that the insulin pump died at work. Customer was on a break at work and when she went to the bathroom, the pump fell. Customer mentioned that the screen appeared and then disappeared. Customer's blood glucose was 219 mg/dl at the time of the incident. Customer treated with insulin before the display went blank. Customer stated that there is a crack where the battery compartment is located and it has been there for a long time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she will return the pump.